Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm epic max valve was chosen for a double valve procedure. The 29mm epic mitral used patch for mitral annular calcification (mac). During procedure, everything went well trying to decamp and notice aortic regurgitation (ai). They opened root and could not tell if leaflets were equal size. They ended up removing valve and implanting a non-abbott valve.